Event description:
A report was received that the patent had inadequate stimulation. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.